Event description:
Information provided states patient was experiencing post operative pain and upon imaging review the spacer had migrated posteriorly. Revision surgery was performed 8 days later. Screw/rod construct was observed as intact and torqued when revising. The spacer was recovered and replaced with medtronic elevate expandable spacer.